Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), product type: lead .product ID: neu_unknown_lead, serial# (B)(4), product type: lead. (B)(4)

Event description:
It was reported that there was insertion difficulty during implant. The procedure had already occurred. Lead insertion difficulty reported during procedure. The lead was not previously implanted with extension. The representative said that they opened a new lead and was unable to insert it into the header block. Than they opened a new ins (stimulator) and it worked. There was no visible damage to the lead. No symptoms were reported. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received from the manufacturer representative (rep) reported that the device had not yet been returned but it would be. The therapy was working as far as the rep knew. The procedure was noted to have occurred for urinary incontinence.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the bore of the strain relief insert appeared angled and did not align with the opening in the #0 connector. Analysis of the unknown lead found that lead body conductor had a short between circuits due to overstress/damage.

Event description:
Additional information received reported that the manufacturer representative would send the ins in on 2015-11-06.